Manufacturer narrative:
Findings: reliability analysis: inspected one opened/used sensor and performed bicarbonate buffer test ((B)(4)) sensor passed with accurate readings. No broken or missing anomalities were observed during analysis. (B)(4).

Event description:
It was reported that the customer's sensor fell out and she was unsure when or why. Her blood glucose was 46mg/dl at the time of reporting, which she had treated. The sensor was returned for analysis. No additional information was reported.